Event description:
It was reported that the patient experienced a shocking sensation at the implantable neurostimulator (ins) pocket site and a loss of therapeutic effect following a fall in which she fell back and hit her head. Impedances measurements showed some of the bipolar electrode pairs were double other bipolar combinations (at <(><<)>15 ua). Impedance problems were noted on both leads. The patient felt like her leads were not working. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient was going to have the entire system replaced. The date of replacement was not known. All impedances were out of range. The patient was suspected of having an unrelated infection and was on antibiotics. Due to infection, the physician wanted to wait at least 6 months until replacement.

Manufacturer narrative:
(B)(4)

Event description:
Previously reported information indicated the patient had fallen and the impedances were out of range. New information reported the patient's leads were replaced because they had broken as a result of the fall. Since the lead replacement the patient has lost alot of coverage.

Manufacturer narrative:
Adaptor accessory: model 748966, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Adaptor accessory: model 748966, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer: model 7435, serial# (B)(4). Lead: model 3986a, lot# n182431, implanted: (B)(6) 2009, explanted: na. Lead: model 3986a, lot# n179496, implanted: (B)(6) 2009, explanted: na. (B)(4).